Manufacturer narrative:
(B)(4). Batch # n53179. The analysis found that one plee60a device was returned in good visual condition and with one cartridge reload present. The reload was received fully fired and in good visual condition. During further evaluation, the device was noted to be non functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No functional testing could be performed due to the returned condition of the device. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a colectomy procedure, upon the first fire, the device fired completely but did not release completely. They had to use the manual override to release it. The battery was very warm, even approximately four hours later. The battery has been disconnected. The case was completed using another device of the same product code. There were no patient consequences reported.